Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant severe and permanent physical pain, suffering, disability, physical impairment, sustained permanent injury, and has undergone medical treatment.

Manufacturer narrative:
The product family for this women's healthcare product is unk; therefore, we are unable to determine the associated labeling and dfmea to review. If additional information is received a follow-up report will be submitted. "Lawyer-filed report - (B)(4)".

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced pain, infection, unspecified urinary problems and dyspareunia.

Manufacturer narrative:
The medical record review is still in progress, once the medical records are reviewed a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced recurrent urinary tract infections (utis), open cholecystectomy, adhesions from bariatric surgery, abdominal wound infection, abdominal bloating, abdominal pain, pain during intercourse, dyspareunia, vaginal bleeding, feeling of bladder falling down, increased pain, bladder always feels full, estring inserted, difficulty voiding, urinary retention, hernia, pelvic tumors, fibroids and she required additional nonsurgical interventions.